Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could you please confirm device product code? Unknown. Could you please clarify the statement you made regarding the patients condition is stable.? It was reported by the sales rep that there were no adverse consequences to the patient. Is the patient hospital stay typical for this procedure? 4. Or was the patient's hospital stay extended? No. The patient discharged from hospital next day." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic ileal conduit, the target tissue was not cut properly during use. The knife stopped moving forward on the way of the firing, and the unformed staples fell off. The staples at the proximal end of the cartridge to 1/3 were formed, but these were removed, and additional hand suture was performed in case these were not deployed well. No bleeding or no leakage occurred. The surgeon commented the target tissue was not thick, the device was used as usual, and no problem was observed when the anvil was attached to the trocar. The patients condition is stable, and he was discharged from the hospital the day after the surgery. There were no adverse consequences to the patient. No further information is available.